Manufacturer narrative:
This supplemental report is being submitted to provide the additional information about the date of event. It was reported that the first and third cases among three cases had occurred in the same patient.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00603 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on september 19, 2017, it was confirmed that the all four side flap at the duodenum side were broken. There was no abnormality in the side flap at the bile duct side. The broken section of the side flap showed no signs of being pulled. We found that the lot number of the subject device was either 62k or 63k from the lot number of tube. The device history record for the lot indicated no abnormality with the event-related items. Based on the past similar cases, omsc considers that such patient¿s internal environment as chemical effect of digestive fluid or mechanical effect of peristaltic action may cause the degradation and breakage of the flaps. The instruction manual of the device has already warned as follows; after placing the drainage tube in the duct, closely monitor the condition of the patient. Also periodically check the condition of the drainage tube (to see if the lumen of the tube is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the tube (to see if the position of the tube has not changed). In case of irregularities or unnecessary retention of the drainage tube, remove the drainage tube using grasping forceps. If necessary, periodically exchange the drainage tube. The drainage tube may deteriorate over time and could become clogged. The status of the drainage tube can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis, etc.). The drainage tube may deteriorate over time, causing the side flap(s) to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the drainage tube may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the drainage tube part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding. When the drainage tube in the duodenal side is damaged and fragments such as flaps come off inside the duodenum, use grasping forceps for retrieval. Also, for fragments remaining in the bile duct side, use grasping forceps for retrieval and then replace the drainage tube with a new one. Do not reposition the drainage tube (pbd-421-1004 to 1015, pbd-422-1003 to 1015) in patient bodies who have sustained the detachment of even one side flap of the placed drainage tube. Depending on the individual, material deterioration of the placed drainage tube over time can result in another detachment of side flap(s).

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00603 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. The device history record for the lot indicated no abnormality with the event-related items below. Inclination of the side flap; length of the side flap; appearance. Based on the past similar cases, omsc considers that such patient¿s internal environment as chemical effect of digestive fluid or mechanical effect of peristaltic action may cause the degradation and breakage of the flaps. The instruction manual of the device has already warned as follows; after placing the drainage tube in the duct, closely monitor the condition of the patient. Also periodically check the condition of the drainage tube (to see if the lumen of the tube is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the tube (to see if the position of the tube has not changed). In case of irregularities or unnecessary retention of the drainage tube, remove the drainage tube using grasping forceps. If necessary, periodically exchange the drainage tube. The drainage tube may deteriorate over time and could become clogged. The status of the drainage tube can change with the condition of the patient (e.g., inflammation, remittence of biliary tract stenosis, etc.). The drainage tube may deteriorate over time, causing the side flap(s) to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the drainage tube may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the drainage tube part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding. When the drainage tube in the duodenal side is damaged and fragments such as flaps come off inside the duodenum, use grasping forceps for retrieval. Also, for fragments remaining in the bile duct side, use grasping forceps for retrieval and then replace the drainage tube with a new one. Do not reposition the drainage tube (pbd-421-1004 to 1015, pbd-422-1003 to 1015) in patient bodies who have sustained the detachment of even one side flap of the placed drainage tube. Depending on the individual, material deterioration of the placed drainage tube over time can result in another detachment of side flap(s).

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a stent exchange, it was confirmed that the flap of the subject device fell off in the patient. It was reported that the procedure was completed. There was no patient injury reported. It was reported that two similar cases occurred in (B)(4) in addition to this case at the hospital. There was no further information reported. This report describes the second of the three cases.